Event description:
Article in the british journal of opthalmology (2002; 86:350-362) reports a pt was wearing contact lenses on a monthly continuous wear basis. Pt presented with a 24 hour history of left eye grittiness, photophobia, and hazy vision. Pt gave a history of swimming in a river in their lenses one week earlier. Exam revealed a paracentral 1mm epithelial defect with underlying dense infiltrate, anterior chamber inflammation, and multiple scattered kp. Corneal scrapings confirmed microbial keratitis. Topical ciproflozacin 0.3% was administered hourly, tapering and changed to chloramphenicol 0.5% 8 days after presentation. Two weeks later the epithelial defect had resolved, however, subepithelial scarring remained resulting in best corrected vision in the left eye of 20/25.